Event description:
Customer reported losing conscious due to insulin shock the night before the call. Customer reported taking six glucose tablets while waiting for paramedics' arrival. Paramedics treated customer with a glucagon shot which raised blood glucose level to 69 mg/dl. Troubleshooting showed that the insulin pump was functioning properly. Blood glucose level was 186 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.